Event description:
Following a diagnostic catheterization procedure on march 9, 2006, an attempt was made to deploy a vaseseal elite. The j segment was deployed and the locator was pulled back until light tension was felt. A skin nick was done and a blunt dissection of the tissue tract. The dilator was advanced to the arteriortomy and the white line was visible on the locator. The sheath was advanced over the dilator and just after the sheath past the skin surface, the locator wire pulled out. The operator attempted to push the locator wire bhack into the artery past the arteriotomy to continue, but was instructed to abort the deployment. When the locator was removed from the patient, the j segment was not visible. Manual pressure was held and after hemostasis was achieved, the patient's groin was viewed under fluroscopy. The j segement was visualized and appeared to be located in the tissue tract. The physician was advised and stated that the patient should be kept under observation. The physician indicated that he would be re-accessing the groin in one week as the patient was scheduled to undergo a stent deployment. No patient complications were reported.